Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The unit was also received with moisture damage on the motor. The unit was unable to undergo the button keypad, basic occlusion, occlusion, and excessive no delivery tests due to the blank display. The device also had minor scratches on the display window and cracked case at a display window corner. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid; when the customer attempts to bolus the time and battery display disappear. The patient's blood glucose at the time of incident exceeded 300 mg/dl, which the customer will treat with lantus. Troubleshooting was initiated for pump exposure to fluid. The customer's father stated that someone splashed it with water and now there is fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.